Manufacturer narrative:
The customer has indicated that the complaint device will be returned to greatbatch for evaluation. Once the device is received and the evaluation is complete, a supplemental medwatch 3500a emdr will be submitted. Complaint information provided by distributor, depuy synthes.

Event description:
It was reported during a patient procedure that while reaming the acetabulum, the offset reamer handle started to not run smooth. The offset reamer handle was taken apart and it was observed to be broken at the u-joint closest to the reamer attachment. It was reported there was no surgical delay. The customer did not indicate if the device was disassembled near or away from the patient nor any reported adverse events as a result of the malfunction.

Manufacturer narrative:
This report will be voided: the initial report provided by the distributor listed two devices, of the same part number, with two different lot numbers. Thus, greatbatch medical opened and submitted two electronic medical device reports (emdr) for this incident. It was then indicated by the distributor that there is only one device that contained components from two different lot numbers. Thus, this emdr will be voided as the other emdr (report #3004976965-2017-00096) was completed for the reported incident. (B)(4).

Event description:
This malfunction report will be voided: the initial report provided by the distributor listed two devices, of the same part number, with two different lot numbers. Thus, greatbatch medical opened and submitted two electronic medical device reports (emdr) for this incident. It was then indicated by the distributor that there is only one device that contained components from two different lot numbers. Thus, this emdr will be voided as the other emdr (report #3004976965-2017-00096) was completed for the reported incident.